Event description:
Additional information provided by the account: the device did not come in contact with the patient. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy, there was no air filling the trocar. No patient injured.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the device was opened and received intact. Pmv performed functional testing which included inflating the trocar balloon; no leaks were detected. The locking collars and valves functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
There was no visible cut or tear in the balloon when it did not inflate. There was no rapid loss of abdominal pressure due to the issue. New device was used to resolve the issue and complete the procedure. The device did not come in contact with patient. The device was not reprocessed or re-sterilized.